Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be used to treat a pseudocyst in the pancreas during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During preparation, it was noted that the inner sterile packaging seal "looked compromised". Another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).